Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ pen needle was pulled out of the hub during use, resulted in needle stuck inside patient's leg. Patient was undergone an exploratory surgery.

Event description:
It was reported that bd¿ pen needle was pulled out of the hub during use, resulted in needle stuck inside patient's leg. Patient was undergone an exploratory surgery.

Manufacturer narrative:
Investigation summary: customer returned photos of a shelf carton of 5mm, 31g pen needles as well as a pen with a pen needle attached. Customer states that the 5mm needle remained in his left leg. The photos were examined and it appeared that the pen needle exhibited a broken patient end of the cannula. Unable to perform DHR check due to unknown lot number for needle breaks off during use. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root causes for a broken needle include: bending/re-straightening of the cannula by the customer.

Event description:
It was reported that a bd¿ pen needle was pulled out of the hub during use, resulted in needle stuck inside patient's leg. Patient was undergone an exploratory surgery.

Manufacturer narrative:
Correction: describe event or problem: it was reported that a bd¿ pen needle was pulled out of the hub during use, resulted in needle stuck inside patient's leg. Patient was undergone an exploratory surgery. Type or reportable events: serious injury. In section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: medical device expiration date and device manufacture date.

Manufacturer narrative:
Additional information: medical device lot #: 7164639, medical device expiration date: 6/30/2022, device manufacture date: 6/13/2017. Investigation summary: a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd¿ pen needle was pulled out of the hub during use, resulted in needle stuck inside patient's leg. Patient was undergone an exploratory surgery.